Event description:
It was reported that the patient was on a treadmill and the right ventricular (rv) lead exhibited t-wave oversensing (twos). The implantable cardioverter defibrillator (ICD) delivered inappropriate therapy to the patient, they fell off of the treadmill, and got scraped up. The device was reprogrammed and the patient was in a non-invasive ep study. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012. (B)(4).